Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 07-may-2015: the consumer mentioned the seriousness criteria required intervention but did not specify and/or assign to one of the events. Follow-up information received on 08-jun-2015 by consumer: she denied previous medical history and other relevant concurrent conditions. She stated that did not use back up contraception. Immediately after insertion, she experienced stomach pain, dizziness, nausea, burning, depression and imbalance. Symptoms resolved after essure was taken out. She was hospitalized to have tubal ligation and eventually hysterectomy due to essure issues. She informed that allergy test was performed after essure insertion due to essure issues. According to her, pathology results included signs of infection (surgeon said essure was burning through her tubes). Inserts were in the right position but body was reacting to the product. She recovered from essure removal and from symptoms due to essure. She related events to essure and hysterectomy felt necessary due to the bleeding. Correction <11-jun-2015>: after internal review of information received on 08-jun-2015, the event did not take back up contraception was added. Correction on 01-jul-2015 following company internal coding review: the event "they were burning into my tubes/ fallopian tube infection" was recoded to meddra llt salpingitis. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube insert) inserted and experienced allergy to nickel, major depression, bleeding problems among other non-serious events. Essure was removed and pathology results showed they were burning into her tubes/ fallopian tube infection. These events are considered serious due to medical importance and allergy to nickel is also serious due to hospitalization and required intervention. Major depression is an unlisted event in the reference safety information for essure, while the remaining events are listed. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In this particular case, she experienced nausea, dizziness and balance disorder that she attributed to her allergy to nickel. Considering that essure is a nickel-titanium alloy, the allergy was considered related to essure. The cause of depression is multifactorial. Environmental factors, including coexisting illnesses or substance abuse, may affect neurotransmitters and have an independent influence on depression. In the present case, no risk factors were reported. However, considering the nature of depression and the fact that essure has a localized action in the fallopian tubes, the major depression is considered unrelated to suspected device. The consumer started experiencing bleeding problems after removal of essure, therefore this event was assessed as unrelated to the insert. Since the patient was hospitalized and underwent a hysterectomy to remove the coils, the case was regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.

Manufacturer narrative:
Follow-up received on 01-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority refers to a female consumer who had essure (fallopian tube insert) implanted and experienced allergy to nickel, major depression and bleeding problems among other non-serious events. These events are considered serious due to medical importance and allergy to nickel is also serious due to required intervention. Major depression is an unlisted event in the reference safety information for essure, while the remaining events are listed. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, she experienced nausea, dizziness and balance disorder that she attributed to her allergy to nickel. Considering that essure is a nickel-titanium alloy, the allergy was considered related to essure. The cause of depression is multifactorial. Environmental factors, including coexisting illnesses or substance abuse, may affect neurotransmitters and have an independent influence on depression. In this particular case, no risk factors were reported. However, considering the nature of depression and the fact that essure has a localized action in the fallopian tubes, the major depression is considered unrelated to suspected device. The consumer started experiencing bleeding problems after removal of essure, therefore this event was assessed as unrelated to the insert. Since the patient underwent a surgery to remove the coils, the case was regarded as incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.

Event description:
This is a spontaneous case report received from female consumer of unspecified age via a regulatory authority (case# mw5039682) in united states on 15-jan-2015 who had essure (fallopian tube occlusion insert) inserted. She had the essure procedure after her third child. She started experiencing horrible pain in her abdomen, was nauseous, dizzy and off balance. She told her doctor and after an allergy test and further discussion determine it was the essure coils that were causing the issue as she was allergic to nickel. Even though the essure representative said that there was hardly any nickel in the product and that it was impossible for what to be the issue, her physician ended up having to do surgery to remove the coils and when she took them out they were burning into consumer´s tubes. Shortly after that removal of her tubes, she started experiencing major bleeding problems and she felt anemic. She had to have a hysterectomy to take care of that problem and was upset that this has caused major depression and anxiety in her life. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority refers to a female consumer who had essure (fallopian tube insert) implanted and experienced allergy to nickel and major depression among other non-serious events. Major depression and allergy to nickel are considered serious due to medical importance and allergy to nickel is also serious due to required intervention. According to reference safety information for essure, allergy to nickel is listed and major depression is unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, she experienced nausea, dizziness and balance disorder that she attributed to her allergy to nickel. Considering that essure is a nickel-titanium alloy, the allergy was considered related to essure. The cause of depression is multifactorial. Environmental factors, including coexisting illnesses or substance abuse, may affect neurotransmitters and have an independent influence on depression. In this particular case, no risk factors were reported. However, considering the nature of depression and the fact that essure has a localized action in the fallopian tubes, the major depression is considered unrelated to suspected device. Since the patient underwent a surgery to remove the coils, the case was regarded as incident. Product technical analysis is being sought. No follow-up will be pursued since no contact information was provided.